Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with the atrial lead pacing causing pocket stimulation. The lead was capped and replaced on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
H6 should have been additional surgery, not prolonged surgery.